Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed and recovered within specifications. Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ast aspartate aminotransferase on a cobas 8000 c 502 module. The specific ast reagent used was requested, but not provided. The initial value was reported outside of the laboratory to a physician. The sample initially resulted in an ast value of < 5 u/l. The sample was repeated twice, resulting in values of 326 u/l and 22 u/l. The ast reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The 326 u/l value was believed to be correct. The investigation could not identify a product problem. The cause of the event could not be determined.